Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor would not align on the display screen and was not able to calibrate. It was also indicated that the power cord bay was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus pen stopped working. The stylus was changed and recalibrated to the display screen but the issue was not resolved. The programmer was returned for service. There was no patient involvement.